Event description:
It was reported that the dexcom g7 cgm experienced intermittent communication failure with the ilet, resulting in loss of glucose readings on the ilet and repeated ¿sensor reconnecting¿ and pairing failures, while glucose values remained visible in the dexcom app; troubleshooting included restarts, reinstallation of the ilet app, verification of pairing code 5378, and confirmation of no other connected devices, with guidance to use bg run mode and a fingerstick of 282 mg/dl entered into the ilet as the value trended down from a high of 369 mg/dl. Symptoms included hyperglycemia, confusion or disorientation, and tachycardia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components implicated in the electrical and magnetic system and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.